Manufacturer narrative:
(B)(4). The lot 14h002 was manufactured august 4, 2014 to august 5, 2014. The device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately 1.04 and 1.54 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was observed to have particulate matter inside the balloon. The unit contained teicoplanin. This was discovered before use. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.